Manufacturer narrative:
One used sample was returned and examined. Visual check of the deflated cuff with unaided eye revealed no obvious damage. The cuff was inflated with air and exhibited a slow deflation. The inflated device was then submerged under water and checked for leaks. Air bubbles were observed escaping from the inflated cuff indicating the presence of a leak in the cuff. No leak was observed at the inflation line balloon or valve. Examination of the cuff leak under magnification found a tear approximately 0.05" long. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was reported that the inflation line failed post insertion. Cuff was checked prior to use. No adverse health outcome resulted.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the inflation line failed post insertion. Cuff was checked prior to use. No adverse health outcome resulted.